Event description:
It was reported by the customer's biomed that upon defibrillation into their defib analyzer, the device does not seem to recognize the analyzer impedance - both with standard paddles and the hands-free cable. There was no pt use associated with the reported failure.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device; however, the reported failure was not verified. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.